Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, during fourth firing, there was a staple line incomplete and poor staple formation. The surgical procedure was extended by more than 30 minutes. The surgeon had to excise the misfire part and re-stapled again beside it.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one flash drive that contained a video of multiple firings of a surgery and an evaluation of six devices. A visual inspection of the returned video noted that on the fourth firing of the loading unit (around the forty-minute mark), the jaws are clamped down on tissue and a pre-existing staple line. When the firing begins tissue can be seen extruding and moving distally. Once the firing stopped and jaws were opened, malformed staples could be seen on the staple line. Visual inspection of the first four returned products revealed that the cartridge shield on the proximal end of the cartridge assembly, opposite the cartridge connecter chip was detached from the proximal end of the cartridge assembly. Further analysis also revealed that the proximal end of the cartridge assembly where the cartridge shield attaches to the cartridge assembly was found to be damaged at the proximal end of the tri-staple 2.0 cartridge assembly on each of the first four returned products. Visual inspection noted that the fifth and sixth staple cartridges were fully fired with the sled fully advanced. The staple pushers of all cartridges were flush with the cartridge. Functionally the first four cartridges could not be loaded due to the noted damage. Functionally the fifth and sixth cartridges were loaded into a pmv representative loading unit and loaded into a pmv representative handle. The cartridges were recognized as being fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected an unreported c ondition of dislodged cartridge shield and damage observed at the proximal end of the cartridge assembly that has no relationship to the reported condition. Replication of the dislodged cartridge shield and the damaged observed at the proximal end of the cartridge assembly is consistent with evidence of inadequate/unsuccessful loading attempts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.